Event description:
In 2006, this patient underwent endovascular repair using gore excluder aaa endoprostheses. Post-operatively, this patient presented with left leg pain. An mra revealed that the left iliac limb had thrombosed. In 2007, a thrombectomy was performed; however, it was unsuccessful. Therefore, a right-to-left femoral-femoral bypass procedure was performed. The patient tolerated the procedure well.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Thrombosis. Also implanted was pxc121000/lot# 04205520.